Event description:
Certified nurse's aide (cna) was pushing the pt down hallway when a bolt from the shower trolley fell out from the leg base. The shower trolley tipped over, the cna prevented the pt from falling. The cna pulled and strained a muscle in her arm.